Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The evaluation of these photos did not showcase any fibrin strands in the used tubes. Additionally, 100 retained samples were inspected, and no tubes with additive defects were identified. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after processing 4 bd vacutainer® 9nc 0.109m 2.7 ml tubes, fibrin was observed and resulted in inaccurate results. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after processing 4 bd vacutainer® 9nc 0.109m 2.7 ml tubes, fibrin was observed and resulted in inaccurate results. There was no health impact or consequences reported.